Event description:
There was no patient involved in this event. Low battery

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The returned pad-pak was part of a batch of 4 returned from the customer. All four pad-pak's recorded a failure due to a blown fuse. A fuse may be blown by shorting of the battery terminals during handling or by a fault with a samaritan pad device. The distributor was advised to return the pad device in which the pad-pak was installed as a precaution however this was not possible